Event description:
Customer reported that the device failed to deliver defibrillation shock to a pt in ventricular fibrillation at a electrophysiology (ep) lab. A second defibrillator was brought into the lab; however; the pt had an implantable cardioverter-defibrillator (ICD) that was turned on and it delivered a shock. The pt was reported to have a "good outcome". Physio-control received a copy of the user facility medwatch report (B)(4) that was submitted to the FDA regarding the event. The pt had a dual chamber ICD and was part of a study to resolve multiple shock issues. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use.